Event description:
This MDR report documents a reportable event concerning the death of a six week old infant who died following an alleged malfunction of a gas regulator used in the infant's home. The info regarding the incident was originally received by co on 3/13/96 through its insurance carrier and subsequently related to the regulatory dept. On 1/10/97. According to records provided, the infant became distressed due to a large amount of formula in its mouth and airway. The mother summoned the paramedics. When they arrived, they noticed the formula in the infant's mouth which they suctioned. It is unclear whether the mother intended to suction the infant's mouth prior to applying oxygen. The mother claims the regulator, which is mounted at the top of the oxygen tank, disassembled prior to her attempt to administer oxygen to the infant. She was unable to reassemble the regulator to supply oxygen to her son. The paramedics resuscitated the child, and transported him to the hospital where he died two days later after a decision was made to terminate life supporting systems. The history of the pt is that of a six week old infant with bilateral cleft lip and palate, club feet, a ventral-septa defect (vsd), atrial septal defect (asd) of ostium secundum type, and agenesis of the corpus callosum. The pediatrician's notes states the child had a terminal condition with poor prognosis. The parents ultimately decided to take the infant home. An oxygen tank, regulator and cart, along with suction equipment, were provided for the parents to administer to the infant at home. The oxygen set up was for prn blow-by only.